Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/11/2018. The customer reported that serial downloader/recharger (drs) s/n drs-43030 emitted smoke when it was plugged into a power source. Drs s/n drs-43030 has not been returned to flex; therefore, no evaluation could be performed. The customer was reminded on three separate occasions to return the hardware to flex. A rocketware search spanning six months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer reporting that downloader sn (B)(4) was shorting out and smoking. The customer stated that the cable was plugged into the downloader and then they plugged it into the pc when the puffs of smoke came out. Product was immediately turned off and unplugged. There are no injuries associated with this event. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-2012: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.